Manufacturer narrative:
Contact office phone: (B)(6).

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a ¿proximal pressure sensor autozero failed¿ error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The biomedical engineer (bme) called technical support to report that a ¿proximal pressure sensor autozero failed¿ error occurred.

Manufacturer narrative:
H10: per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered. The issue has not been resolved yet as the repair is still pending.

Manufacturer narrative:
H10: the biomedical engineer (bme) called technical support to report that a ¿proximal pressure sensor autozero failed¿ error occurred. Multiple attempts have been made to try to obtain further information about this case, but no response was received from the bme. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
H10: the biomedical engineer (bme) evaluated the device and successfully performed testing. The reported issue could not be duplicated. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: d4 - product UDI.